Event description:
It was reported that the unit produced an incomplete mesh. The issue did not occur during surgery and there was no patient involvement. There was no reported patient impact. No adverse event was reported as it relates to this malfunction. Due diligence is complete and there is no further information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report based on information discovered during the device evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech could not perform a test cut due to the comb being bent. The comb and gears were replaced, and the ratchet was lubricated. The unit was calibrated, tested, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00867; 0001526350-2023-00868.

Event description:
No additional information available.

Event description:
There is no additional event information available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends